Event description:
It was reported that during the surgical procedure a bad smell was emanating from the monopolar curved scissors instrument when pressing the coag footswitch. The instrument was removed and replaced with a different type of instrument to complete the planned surgical procedure. During cleaning, a burn near the protective cover of the instrument was noticed and that the wires inside of the shaft were exposed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering discovered a hairline crack on the distal end of the main tube of the instrument, below the hole. It was determined that as the instrument was energized, arcing originated from the crack, which then spread distally and compromised the overmolded seal at the tube extension. It was concluded that mechanical damage to the instrument shaft near the tip of the instrument is the root cause of the hairline crack. It is understood that the instrument was used without any issues during the first use, therefore, it is believed that the damage most likely occurred prior to the second use of the instrument.